Event description:
MRI (magnetic resonance imaging) safety issue: patient with inspire implant model 3028 scanned for MRI head, with receive only head coil on a 1.5t. Device turned on spontaneously when patient was pulled out of bore for an IV start after being scanned for ~20 mins. Patient was talking to tech when her device just turned on. Tech had to take patient to zone 3 and then to patient locker to retrieve the remote to turn device off. All parameters were met per MFR's requirements but device turned out some how in zone 4. Device was checked before exam with patient and tech confirming device was off before proceeding to zone 3, then 4.